Manufacturer narrative:
A patient experiencing high impedance due to a lead fracture was reported to abbott. The patient¿s lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the one fractured lead was explanted and replaced. Effective therapy was restored post-op. It is unknown which lead is fractured, so both are being reported.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing numbers: 3006705815-2021-01603. It was reported that the patient was experiencing ineffective stimulation after a motor vehicle accident. X-rays were performed and confirmed a potential lead fracture on one of the implanted leads. As a result, surgical intervention may be pending to address the issue. It is unknown which lead is fractured, so both leads are being reported.